Event description:
It was reported the venous luer hub was found cracked during hemodialysis. No patient harm reported.

Manufacturer narrative:
(B)(4), the customer returned one connector assembly for evaluation. Visual examination did not reveal any defects or anomalies. No cracks were observed. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp. In addition , flush juncture hub assembly with saline and clamp extension lines with catheter pinch clamps." No leaks were observed when the arterial and venous luers were flushed. The extension lines were then clamped and water was again flushed. No leaks were observed. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was not confirmed by complaint investigation of the returned sample. No cracks or damage was observed. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the venous luer hub was found cracked during hemodialysis. No patient harm reported.